Manufacturer narrative:
One device returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Upon review of the event history log, high pressure and no disposable alarm messages were found. Device underwent functional testing, confirming the reported customer complaint. This was a result of the occlusion sensor, and the problem source has been determined to be unknown.

Event description:
Information was received indicating that during use, a smiths medical cadd legacy plus pump exhibited double beeping. No patient was involved in this event. No adverse effects were reported.